Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were in the hospital because it hurts to walk and they can't stand that. Patient said they lost all the use of their legs and couldn't walk straight. The patient reported that they had pain and it hurts to walk. Agent asked if this was related to the implant and patient said they think it was because it hurts to walk. Patient also said the device was working fine. Patient did not have their equipment with them at the time of the call. Patient will call back when they were able to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.